Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was seen and requested some new groups and programs, as the rep had not seen her for 2 years. Patient had done very well in those 2 years on hd programming. Rep gave her several new programs and patient went on her way. This was about a month ago. Patient called on the day of the report, stating that none of the programs seem to be working, including the one that she had used for over 2 years. Patient states that she has not had any falls or any other factors that may have caused this increased pain. Patient was instructed to turn stim off and see if she notices a difference. The hcp has been informed. Patient may need another reprogramming, but she may also need to be seen by hcp to make sure something else not related to stimulator going on. Patient to call back next week after stim off to let rep know if she noticed a difference. Another reprogramming will be scheduled at that time. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated. 2019-sep-09 additional information was received from the rep. It was reported that patient was seen in clinic. Patient is adamant that the stimulator battery is not working correctly. Her battery is approximately 6 1/2 years old. She has 9 groups in her stimulator, all hd. Patient does not like the feeling of the stimulator and prefers hd. On several of the programs, patient is maxed out on amplitude and is not feeling stim at all. Added contacts to all programs, and she is feeling the stim on all of them around 3.5 amps. She had the stimulator turned off last week and states that she did not notice any difference with her pain. Hcp has talked to her about changing the battery to a different company's device, patient is very unsure and angry today at the appointment. Impedances were checked also, to check system. She did have 3 contacts over 10,000, but was able to program around these and she feels stim in back and legs. Not sure at this time, what else can be done for this patient. Hcp is aware. Patient to go home with the new adjustments, and will contact hcp for further recommendations. No further complications were reported.